Event description:
In 2002 the user facility's vp of ancillary services informed the MFR's representative of the following: non-functioning, went to take out device. Segment migrated. Went back to x-ray film taken earlier, could see segment in right ventricle at that time. Device is not available to be returned to the manufacturer per corporate policy.